Event description:
The rptr indicated that the pt was undergoing replacement of a 284-02v. Both leads vs1, fit in the header of the new 284-05, but when the sidelock connector is pushed in, it pops out. The sidelock will not stay closed. Another 284-05 was tried and the outcome was successful.